Event description:
It was reported that the tip of the screwdriver broke off in the l5 screw. The broken tip was firmly seated in the screw and not able to be removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Material hardness tested and found to be above specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with manufacturing error.